Event description:
Explanted hero device due to arm pain. Pain was present about one month after implant of hero device. Surgeon suspected steal syndrome since arterial anastomosis of hero graft was made using a small brachial artery in this female with peripheral vascular disease. Nephrologist suspected the nerve just under the brachial artery was nicked during implant or was so close to the graft that during dialysis the nerve sensations to the hand increased. Pt was evaluated for both steal syndrome and nerve damage. Pt was treated with medication with no relief. Source of pain was never determined, so hero device was explanted and pt no longer complains about her arm pain. She is currently dialyzing with a femoral graft.

Manufacturer narrative:
The source of the pt's hand pain was not determined, and the relationship of the hero device to pt's hand pain was not confirmed. Since the pain was relieved after the device was removed there is a possibility the pain was related to the device; although, the pain could have subsided due to the nerve healing over time as well. Steal syndrome is a known potential complication following vascular access device implants, especially in pts with co-morbidities such as peripheral vascular disease. Device implant location next to a nerve is also a possible source of the pain.